Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device operating currents were within specification. No battery alarms noted during testing. The device did have intermittent button response due to corroded keypad traces. The device also had minor scratches on the lcd window.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive act button. The customer's blood glucose was 111 mg/dl. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.